Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3987a, lot # n189094, implanted: (B)(6) 2011, product type lead; product ID 3987a, lot # n242432, implanted: (B)(6) 2011, product type lead; product ID 37092, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. The patient had a true peripheral nerve stimulation (pns) system for right sciatic nerve and lower extremity complex regional pain syndrome. The patient complained that the device was shutting off on the patient. It occurred randomly and had happened 4 times over the course of the past 6 months. Since the patient had a true pns system the events caused the patient to lose balance and fall. The reporter stated that when the implant turned off it comes back on by itself. The patient did not use the programmer to confirm that the implant was off. It occurred while walking and not with a specific change in position. The system was interrogated and there was no impedance issue and programming got the coverage the patient needed. Both leads were active and the patient was reprogrammed on the day of report to p1: 1.4 volts, 1+ a and 3 ¿ on one lead and p2: unknown voltage, 5 - 7 + on the other lead. The patient was increased to 100 hz from 40 hz and the pulse width was decreased to 150's from 180's. The patient was going to try the new group which had different electrodes than the previous group did. The reporter was unable to elicit, with manual palpating over the site, any loss of stimulation. The patient was instructed to follow up immediately if the problem returned.